Manufacturer narrative:
It was reported that the patient underwent vaginal removal of mesh erosion of tvt; partial vaginal ureterolysis; suburethral pelvicol graft and cystourethroscopy on (B)(6) 2005 by dr. (B)(6) due to intrauterine mesh erosion from previous tvt. It was reported that patient underwent partial posterior vaginal mesh excision on (B)(6) 2013 by dr. (B)(6) due to symptomatic vaginal mesh exposure of the posterior vaginal wall near the vaginal apex.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in 2005, and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.